Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/06/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching and redness underneath sensor pod area, which occurred 3 days after the sensor had been inserted in the arm. The patient consulted a healthcare provider and the reaction was treated with a prescription of antihistamines and sevron cream. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was normal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.